Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022 the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging and had difficulty with the ipg communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the hospital.